Event description:
Customer called to report high blood glucose. Blood glucose reading at the time was 508 mg/dl. Troubleshooting was performed and the insulin pump was found to be functioning as designed. Advised customer to not always rewind every time the reservoir is taken out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.